Event description:
Following a new pump and catheter implant the patient did not have therapeutic effect and had a stabbing pain where the catheter went in. The patient was taking more oral medication to help with pain than she was prior to implant. At time of refill, hcp expected 1cc to be left in the pump, but there were 12cc. The patient had used a supportive back brace and the hcp stated the back brace could have been too much pressure and cut off the medication. It was also noted that at time of refill, the pump log showed an alarm had gone off, but the patient reports she never heard an alarm. The hcp did not tell the patient why or when the pump alarmed. A dye study was performed. Under fluoro they flushed the catheter which showed dye going into dural sac, but the pain continued to get worse. A roller study was performed; they could see the rollers in the pump moving. The symptoms continued to get worse so an MRI was performed a week later and showed the catheter had "coiled around a nerve root". The catheter was revised early march. Following the revision, the pump was helping with the patient¿s pain. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709sc, lot # n305828004, implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer. The reason for the pump was a severe form of arachnoiditis ossificans. At the time of pump implant the patient was miserable and with each breath she took felt like someone was sticking a knife in her back. After a few months of the issue an MRI was done and it showed the tubing was wrapping around a nerve root. The patient went to a neurosurgeon and had surgery to have the tubing revised. After this surgery, the patient had wonderful pain relief and returned to work. Omitted information, refer to related events.

Manufacturer narrative:
(B)(4).